Event description:
The customer reported an incorrect assay was performed while using the aliniq ams software. In the customer¿s lis (laboratory information system), test code 162 was for total bilirubin in body fluid (not blood). In the aliniq ams software, test code 162 was misconfigured as direct bilirubin (body fluid). When the aliniq ams software received an order for body fluid (samples with sid ending in .34), it ordered direct bilirubin instead of total bilirubin. The direct bilirubin results were then sent to the customer¿s lis and were being reported as total bilirubin. The customer provided the following affected patient ID¿s: sid (B)(6). Sid (B)(6). Sid (B)(6). Sid (B)(6). Sid (B)(6). Sid (B)(6). Sid (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Section d4 - primary UDI number: this was corrected from (B)(4). The investigation verified the information provided by the customer and confirmed the test code misconfiguration as the root cause of the complaint issue. The technical expert corrected the lis test code association for "162" to "biltbio" (total bilirubin) on ams and the issue was resolved. A complaint trending report was reviewed and did not identify any similar complaints. The current ticket is the sole complaint for the reported issue. The device history record was reviewed and did not identify any non-conformances or potential non-conformances related to the issue described in the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, the aliniq ams middleware is performing as intended, no systemic issue or deficiency of the aliniq ams middleware was identified.

Manufacturer narrative:
Section a1: patient identifier: sids: (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an incorrect assay was performed while using the aliniq ams software. In the customer¿s lis (laboratory information system), test code 162 was for total bilirubin in body fluid (not blood). In the aliniq ams software, test code 162 was misconfigured as direct bilirubin (body fluid). When the aliniq ams software received an order for body fluid (samples with sid ending in .34), it ordered direct bilirubin instead of total bilirubin. The direct bilirubin results were then sent to the customer¿s lis and were being reported as total bilirubin. The customer provided the following affected patient ID¿s: (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6). There was no impact to patient management reported.